Manufacturer narrative:
This device with FDA code lgw and PMA code p840001 was used for an off-label indication: urinary dysfunction/sacral nerve stim. Concomitant medical products: product ID 3889-28, lot# v536681, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# v536681, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# v471354, implanted: (B)(6) 2011, product type: lead; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3889-28, lot# v471354, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having a left lead revision done the day of report. It was noted that the patient had bilateral leads and this was a system upgrade of the left lead and the right lead was left in place. After the left lead was replaced the patient¿s stimulation was good post-operatively. It was unknown why the revision was required and further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported patient was not getting 50% or greater symptom reduction. The issue reported was increased impedances on the left lead. The patient reported difficulty urinating and increased incontinence. The cause of the event was not determined and was reported as unknown if device related. The patient continued to have urinary issues despite the new lead and reprogramming. The patient outcome was reported ad recovered without permanent impairment.